Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 03dec2024, it was reported that the junction zone was located outside of the catheter during deployment.

Event description:
It was reported that a retracta detachable embolization coil was difficult to detach during a stent graft insertion and coil embolization procedure on a male patient. Upon opening the package, it was noted that there was no damage to the device or its packaging. Following femoral artery access and the insertion of a sheath, a competitor angiography catheter and a coil were delivered to the right internal iliac artery. Despite multiple attempts to rotate the device counterclockwise (8-10 times), detachment was unsuccessful and the device was subsequently removed. The catheter was flushed prior to each coil deployment to ensure optimal functionality. The coil remained in the target area and was removed intact; it showed no evidence of stretching or compression. The wire and coil were retracted without damage and the junction zone remained intact. Three other like devices were successfully inserted and detached without complications, resulting in embolization. It was unknown if the patient was on anticoagulation medication and there were no allergic reactions to the coil. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.